Manufacturer narrative:
Product event summary: analysis found liquid ingression (foreign material on integrated circuits). Analysis also found the ventricle pace led (light emitting diode) was not working. It was noted the bail attachments were missing and the ring attachment was bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the manufacturer for complete overhaul, analyzed and tested out of specification. There was no patient involvement.